Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/14/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted at the abdomen using skin tac and medical tape in donut fashion, on (B)(6) 2016. No additional event or patient information is available. It was reported that skin tac was used to help adhere the sensor pod to the skin. The dexcom g4 platinum continuous glucose monitoring system receiver with sharetm user guide states: the sensor pod should stay on your skin using its own adhesive. But, if the patch is peeling up, you can use medical tape (such as blenderm, tegaderm, smith & nephew iv3000, 3m tape) for extra support. If you use tape, only tape over the white adhesive patch on all sides for even support. Do not tape over the transmitter or any of the plastic parts of the sensor pod. Do not tape under the sensor pod or leave any substance on the skin where you insert the sensor.